Event description:
It was reported the pt's pump was coming out of the skin approx 3-5 mm. The pt was going to be admitted to the hospital. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.